Manufacturer narrative:
A field service engineer (fse) went onsite to evaluate the device and check if the alarms are working properly as the biomed service at customer site expected the alarms to appear faster. The fse found the equipment operated in the same way as the other monitors in the biomed workshop. The alarm delay is normal. The fse confirmed the device is working to its specification and configured. He changed the mild alarms of the device from short yellow to yellow so that they are more easily identified. Based on the information available and the testing conducted, the cause of the reported problem was user knowledge. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
The customer reported that the device failed to alarm for spo2. The device was not in use on a patient. There was no report of patient or user harm.